Event description:
A reported incident involving a spinning spiros closed male luer, red cap was disconnected from the patient, resulting in blood leakage from the line. The tubing set included a c-clamp and was reported to have been assembled correctly. The sample was contaminated with chemotherapy drug residue. The event resulted in increased patient monitoring. The event occurred during patient use. There was patient involvement with no injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.